Event description:
It was reported a high voltage lead impedance for the rv to svc and svc to can vectors. A loose svc setscrew was suspected. In 2009, the physician opened the pocket, reset the svc setscrew, and repeated dft testing. The case was clinically resolved; hence, the device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.